Manufacturer narrative:
(B)(4). Phone : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade and rupture.

Event description:
Healthcare professional reported rupture and capsular contracture diagnosed by MRI. The device has been explanted. This record relates to the left side.